Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the plate broke while it was being bent. This resulted in a larger version of the plate being used which required additional dissection. No additional patient complications were reported.